Event description:
On (B)(6) 2019, I had two syringes of allergan's voluma injected into my face (one on the right and one on the left). Voluma is injected into the cheekbones. Thirteen days after my initial injections, the right side of my face started developing a large infection, which persisted on for 6 months. This has left facial indentations, scarring, and pain. The left side of my face (at the 6 month post injection mark) has now developed the same type of infections. Hylax has been injected multiple times to dissolve the product and help mitigate the infections. It is hard to find anyone who has knowledge to treat my face, expensive, and time consuming. This is a nightmare and I have been told that this type of outcome from the voluma injections is becoming more common. Scarring and facial indent. FDA safety report ID# (B)(4).